Manufacturer narrative:
Boston scientific failure analysis engineers reviewed the device data and confirmed that no resets were recorded and the accelerometer appeared to be functioning appropriately. The device memory showed that mv had been programmed off on (B)(6) 2011 and was programmed off again on (B)(6) 2011 (at approximately 5:00 pm est). The device memory does not show when it was programmed on. Based on the available information, it appears to have been programmed back on some time between (B)(6) and (B)(6), 2011. Review of the device's stored histograms revealed ap/vp markers in the 130 ppm range, thus confirming that mv was driving the rate at msr. No data exists within the device memory that would indicate a product performance-related issue with the device itself. Analysis concludes that the high rate pacing observed with this device was due to temporary interference with the mv rate-response control, likely caused by hospital monitoring or diagnostic equipment used with this patient.

Event description:
Boston scientific received information that this patient experienced two episodes of syncope and required cardiac pulmonary resuscitation. It was reported that the patient's device demonstrated two distinct periods of high rate pacing that day, once when the patient was undergoing an echocardiogram procedure and subsequently when the patient was lying in a hospital bed. Application of a magnet prevented the device from pacing at the maximum sensing rate (msr); however, when the magnet was removed, the rate increased back to the msr (130 ppm). According to the emergency room physician, the device was in dddr mode with the accelerometer on. Suspecting an overly sensitive accelerometer, manual manipulation of the device was performed; however, this did not affect the pacing rate. A boston scientific technical services (ts) consultant advised that when the patient arrived at the hospital, minute ventilation (mv) was most likely programmed on and the high rate pacing was caused by interaction with the echocardiogram machine. The boston scientific sales representative printed out the device settings changes report; the report confirmed that mv was on when the patient presented to the hospital and underwent the echocardiogram procedure. Based on the reported information, the ts consultant noted that the patient's syncope did not appear to be device-related. The plan was to monitor the patient overnight and further review the device memory. The ts consultant requested a save all to disk in order to complete preliminary analysis and rule out the potential for any device-related fault codes and/or resets. A data disk containing a copy of this device's memory was forwarded to boston scientific for engineering review.